Event description:
Per independent repair center statement, the (B)(4) concentrator was alarming (red light). The key failure was leaking tie wraps. Additional malfunctions were leaking hose clamps and discolored pvc.